Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at the time of implant were not reported. There was a slight bulge in the aortic neck just below the renal artery on the right side; the aortic neck was 28 mm in diameter. During deployment of the bifurcated stent graft via the right side, the fellow at the case deployed the distal ipsilateral limb before deploying the proximal stents; consequently, the bifurcated stent graft deployed a little low in the aortic neck, resulting in a proximal type I endoleak. The physician placed a 32x32x49 endurant aortic cuff to extend 10 mm proximally to resolve the endoleak successfully. In addition, an unplanned aneurx limb was placed in both the right/ipsilateral limb and in the left/contralateral limb to improve the profile of the right and left common iliac areas, respectively. No additional clinical sequelae were reported and the patient is fine. (B)(6).